Event description:
Tissue injury/burn after right tympanomastoidectomy and right ear tympanostomy tube placement procedure involving use of the opmi movena/s7 microscope. A 1.5 cm bleb on the posterior right ear was noted during post-op visit. Bleb was filled with clear fluid.